Event description:
It was reported that a contour ureteral stent was going to be used, during paring preparation, it was reported that the stent coil was detached. No patient complications were reported.

Manufacturer narrative:
Block h6: imdrf code a0501 captures the reportable event of stent coil detached. Block h11: additional information the event reported under MFR report number 2124215-2024-74924 was sent in error. Additional information was received from the complainant on december 2, 2024, the reported event wasn stent coil detached, outside the patient. Therefore, this is considered non reportable.

Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a contour ureteral stent was going to be used, during paring preparation, it was reported that the stent was fractured. No patient complications were reported.